Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es half height drawer 5.2 had duplicate address detected. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 25-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the duplicate address was detected. A field service engineer found that the half-height cubie drawer in main 5.2 had multiple duplicated pockets. A hardware test application was run, and the customer was assisted in unloading and reloading the pockets. The drawer and pockets were successfully recovered, and all tests passed. The system functioned as intended after the field service engineer repaired the device. Initial reporter facility name: los robles health system - los robles regional medical center.